Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the spine clamp was stripped. There was no patient present when this issue was identified. No additional information was provided.